Event description:
It was reported that during implant, the right atrial (ra) lead was attempted in multiple places and the helix would not retract. The ra lead was removed and a second lead was attempted. The second ra lead had undersensing and lack of capture at adequate outputs. The ra lead was removed and no ra lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).